Event description:
It was reported that the patient had difficulty charging ipg despite troubleshooting steps done. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event